Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the protek duo was inserted on (B)(6) 2018 and removed on (B)(6) 2018. Patient had right heart failure. The patient remained on inotropes until (B)(6) 2018.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported right heart failure could not be conclusively determined through this evaluation. The account reported that the patient experienced right heart failure following implant of their lvad on (B)(6) 2018. A temporary rvad was implanted on (B)(6) 2018, and removed on (B)(6) 2018. The patient remained on inotropes until (B)(6) 2018. The patient remains ongoing on vad support with no further related issues reported. The heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.